Event description:
It was reported that the right ventricular (rv) lead developed unstable, high thresholds both after the initial implant and after a lead revision. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis found that the outer insulation of the lead was extrinsically breached due to a tear. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. Concomitant: rvdr01, implantable pulse generator, (B)(6) 2013; 5086mri, (B)(6) 2013. (B)(4).